Event description:
It was reported that, as staff removed the dressing to perform a chest tube exchange through the existing drain, the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter separated. The complaint device was removed from the patient and a new-like device was exchanged over the wire. The lead tech noted that two patients over the "last couple of weeks" have come to the lab for drain exchanges, in which the hub had separated from the catheter. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable. The second instance of catheter hub separation is captured in a report with patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: the date of event occurred in the "last couple of weeks" on an unspecified day in (B)(6) 2025 d2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - product code: additional product codes: gbo, lje h3 - device evaluated by mfg?: device not returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. Correction: d4: model# and catalog #; device is an unknown 10.2 fr ult. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that the device is in this complaint was a size 10.2 fr catheter and was used as a nephrostomy tube. The patient was described as "pretty active".

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that, as staff removed the dressing to perform a nephrostomy tube change, the hub of the unknown 10.2 french ultrathane mac-loc locking loop multipurpose drainage catheter separated. The complaint device was removed from the patient, and a new-like device was exchanged over the wire. The lead tech noted that two patients over the "last couple of weeks" have come to the lab for drain exchanges, in which the hub had separated from the catheter. The other instance of catheter hub separation is captured in a report with patient identifier (B)(6). Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter was subjected to excessive force or tension while in the patient; however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.